Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, resulting in peritonitis, manifested by abdominal pain and cloudy effluent. The breach in aseptic technique was further specified as the patient was noncompliant. The patient was hospitalized on the same day as the event and at the time of this report, the patient remained hospitalized. Dianeal therapy was ongoing. The patient was retrained on proper aseptic technique. Treatment and outcome of the event were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that after twenty-one days of hospitalization, the patient was discharged. The patient was reported to be recovered from the peritonitis (previously reported as unknown outcome). The patient was reported to be noncompliant. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). This report is for a break in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.